Manufacturer narrative:
On (B)(6) 2026, during a video call with emea-product support and hcp, while lifting the module from the top, liquid was noticed by the technician between the 2 modules. The device was not returned and no root case of the event was established. The reported event is not novel in nature, severity, duration and/or frequency nor does it otherwise represent a signal-of-interest that warrants further investigation. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A local representative reported, on behalf of the customer, an explosion and a smell of burned electric parts on a coolsculpting system during treatment. They were advised to unplug from wall socket and not to switch system on until field service engineer checks the unit. Later the customer reported that there was coolant present between the modules and that the gap between the module is full of coolant. The customer also stated that the leak stemmed from the top of the upper module. Furthermore, no fire or flames were observed and no patient harm was reported. The customer also noted that the ¿explosion¿ occurred ¿inside the machine, it made a loud noise and caused a short circuit in the clinic that blew the pellets¿.

Event description:
Previous emdr submission noted explosion. Upon further review by abbvie medical safety team, it has been determined that there is no identifiable case of explosion. Hence, the record is no longer reportable.

Manufacturer narrative:
Corrected data: b5 (the event is not reportable).